Event description:
It was reported that during a percutaneous interventional (pi) procedure, a balloon rupture occurred. The location of the lesion is unknown. The 20mm x 3.75mm maverick2 balloon catheter was advanced to the lesion and inflated to 12atms, the balloon ruptured on the first inflation. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is unavailable.

Manufacturer narrative:
Age at time if event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).